Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and cataract. Cause of the event is unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim#: (B)(4).